Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). This patient is pace dependent. High capture thresholds were observed as well. A lead revision was performed and this rv lead was capped and surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.